Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-1824, 1627487-2012-1826. It was reported the patient's scs system was explanted due to the patient needing an MRI. It was also reported the patient was no longer receiving effective stimulation after suffering a fall. The patient's entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.